Event description:
It was reported that the footboard connector broke. No adverse consequence reported.

Manufacturer narrative:
Investigation determined that the footboard was incorrectly put on the bed, causing the connector to crack. The broken connector caused the footboard to loose functionality.